Manufacturer narrative:
On (B)(6) 2018: reportedly, the customer obtained novolog insulin to use with the pump. The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer uses apidra insulin in their cartridge. Blood glucose level was 900mg/dl and a manual injection was used to correct. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion. Cts informed the customer that apidra was contraindicated for use with the pump.